Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 and a map shift with no error message, no patient movement and no cardioversion issue occurred. It was reported that after creating a left atrial fast anatomical map (fam) and advancing the ablation catheter into the body, it was noticed that the map "seemed off," and the force was not matching with the position of the catheter on the fam. The right veins and the whole right atrium were re-fam'd, and then the whole map had shifted by about 10mm. The metal values were normal and there were no errors displayed on the carto 3. There was no patient movement. They re-fam'd once again and the procedure continued, ablating from the new fam map. Additional information was received on 05-sep-2024. No error on the system. Map shift discovered when they created a new map of the right pulmonary vein¿s (rpv) in the left atrium (la) and confirmed when they created a completely new right atrium (ra) fam. Issue seen during ablation. Ablation catheters force vector and reading did not seem to match where the catheter was visually seen within fam shell. They re-fam¿d the rpvs to make sure they were ablating where intended. The physician did not perform cardioversion prior to shift and there was no patient movement detected. The event was originally considered non-reportable, however, bwi became aware on 05-sep-2024 that there was a map shift with no error message, no patient movement and no cardioversion and have reassessed the event as reportable. The awareness date for this record is 05-sep-2024.

Manufacturer narrative:
The investigation was completed on 21-oct-2024. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 and a map shift was noticed. The caller noted that the metal values were normal and there were no errors displayed on the carto 3 system. The caller also noted that there was no patient movement. Carto 3 manufacturer investigated the issue based on the study digital data. It was found that the reported map shift was caused due to magnetic distortion. There was no error message displayed on the carto 3 system because the distortion was below warning level. The issue is related to a defect. The defect is being handled per defect management process. The complaint history of the system was reviewed. The manufacturing record evaluation was performed on carto 3 system #(B)(6), and no internal actions related to the reported complaint condition were identified. During an internal review on 21-oct-2024, noted a correction to the 3500a initial under h6. Medical device problem code. Removed code "application program problem (a1102)". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).